Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was not filling or generating inlet pressure, had a failed circulation pump, device had 4222 system hours, sending information about 2000 hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that was not filling or generating inlet pressure, had a failed circulation pump, device had 4222 system hours, sending info about 2000 hour preventive maintenance.